Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that they tried to move around the antenna, but when they do, the ins recharger tells told them that the ins is fully charged. The patient reported that the ins recharger screen ¿goes in and out,¿ showing that the battery is fully charged and then comes back on with the reposition antenna screen. The patient reported that when they try to charge the ins, it shows that the battery is full. The patient noted that they usually recharge their ins every 2 weeks, but they hadn¿t recharged it for 3 weeks at the time of the report. The patient reported that they were not able to feel stimulation. The patient also mentioned that they were not able to communicate with the ins recharger at the time of the call. The patient also tried to replace the batteries in their patient programmer, but when they tried to use it, it wouldn¿t do anything and it went ¿beep beep beep beep¿ and was blank. It was reported that the patient encountered a poor communication screen on the patient programmer. The patient has an appointment planned with their healthcare provider on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-10. The rep stated that the implantable neurostimulator recharger (insr) shows that it is charging from a quarter to a half but then will show that it is full and show icons that it is plugged into the wall when it isn¿t. The rep took the insr apart, did a reset, and reconnected the pin connector but it still flashes off and on like it is plugged in/charging. There were no out of box failures reported. The rep noted that the ins is discharged, not overdischarged, as the patient is having issues with the insr. The patient was sent a replacement insr. The issue began earlier in the week/a few days ago and the rep was notified on (B)(6) 2017. Additional information was received on 2017-may-18. The recharger was returned for analysis. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to a follow up letter stated the issue had been that the ins had malfunctioned, there was no issue with the patient programmer, as it was the recharger that was the problem, and the recharger was replaced. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.